Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was dropped, the insulin cartridge broke inside the pump, and despite removal efforts, the user then experienced difficulty inserting a replacement cartridge, with leakage observed and inability to fully seat the cartridge, after which a replacement pump was provided, and the user transitioned to backup therapy. Symptoms included hyperglycemia with fingerstick up to 400 mg/dl over approximately six hours, without ketone testing, medical intervention, or acute complications. Outcomes included temporary interruption of pump therapy and use of continuous glucose monitoring with the dexcom g7. Investigation included review of user reports, troubleshooting and education, visual inspection of the cartridge chamber via user-provided photos, and retrieval of the device for evaluation. Investigation of the returned device revealed a mechanical cartridge and pump interface problem consistent with damage from an external impact, leading to cartridge breakage, possible residual obstruction, and subsequent insertion difficulty and insulin leakage, affecting the delivery system component.